Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2009: the patient presented with following pre-op diagnoses: l2-3, l3-4, l4-5 stenosis; l2-3, l3-4, l4-5 degenerative disc disease; bilateral leg radiculitis, right greater than left. The patient underwent the following procedures: decompressive laminectomy, l2-3, l3-4, l4-5, with right l2-3, l3-4, l4-5 complete facetectomy with foraminotomy for leg pain; left partial facetectomy, l2-3, l3-4, l4-5, with foraminotomies, with decompression of bilateral l2, 3, 4, 5 nerve roots; posterior spinal fusion l2-3, l3-4, l4-5; posterior segmental instrumentation, l2, 3, 4, 5 (danek legacy); posterior lumbar interbody fusion, l2-3, l3-4, l4-5;. Placement of an intervertebral spacer, l2-3, l3-4, l4-5 (danek capstone sizes 12, 12, 10). As per op notes, 6.5 mm diameter danek legacy pedicle screws were placed bilaterally at l2, l3 and 7.5 mm diameter danek legacy pedicle screws were placed at l4, l5. At l4-5 level, disk space was carefully prepared using curettes, and with good disk space prep. Infuse bone morphogenic protein (bmp) had been soaked for greater than 20 minutes, had been wrapped around a compression-resistant matrix (crm) sponge and then a single sponge was then wrapped around this and packed into the anterior aspect of the disk space . A second co mpression-resistant matrix without bmp was then placed through the annulotomy on the right side and pushed over to the left. This was followed by an 8 trial, 10 trial and followed by a capstone size 10 intervertebral cage. The center of this was packed with a quarter sponge of infuse bone morphogenic protein compression-resistant matrix. This was impacted under lateral c-arm guidance. At l3-4 level, disk space was carefully prepared using curettes, and with good disk space prep. Infuse bone morphogenic protein wrapped around compression-resistant matrix was then placed through the annulotomy, pushed across the contralateral left side, and a second sponge was then placed. Capstone cage of size 12 was selected and the center was packed with quarter sponge of bmp and compression resistant matrix. Same technique was used at l2-3, a compression resistant matrix sponge had infuse wrapped around it and placed in through annulotomy pushed across the contralateral side followed by 10 and 12 sizes with excellent interference fit. Further compression resistant matrix was then pushed through the annulotomy and pushed to the opposite side. Size 12 capstone cage was selected and the center was packed with quarter sponge of bmp and compression resistant matrix, was impacted to appropriate position under lateral c-arm guidance. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.